Event description:
As reported: single access tevar. 18f sheath exchanged for manta sheath. Manta was deployed per IFU, instant hemostasis. Post procedure angiogram from contralateral cfa access showed total occlusion of right external iliac artery proximal to the manta device. A cutdown was performed where the physician stated he found a dissection in the cfa as well as the entire manta in the fascia outside of the artery. Physician stated that the track deployment caused compression of the cfa which obstructed blood flow. A cutdown was performed to fix the artery. Right cfa. Vessel size- 8.5mm. Micro puncture kit used . Was ultrasound used. Access of cfa: central. No calcification and tortuosity. Measured depth for manta - 1+1. No issues advancing or withdrawing procedure sheaths during the case . Sbp- 120/60. Act- unknown. Heparin ivp given- 5000 units. Protamine ivp given 15. Manta was deployed at the measured deployment depth. Surgical cutdown explanted performed, and manta explanted. Patient outcome post procedure is fine.

Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram was submitted and reviewed by the investigative team and indicates a blockage in flow. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tevar, an 18f manta was deployed for closure in the right common femoral artery (cfa). A central positioned access was gained utilizing micropuncture and ultrasound. The arteriotomy was 8.5mm, and a depth measurement of 1cm + 1cm. No issues were encountered advancing or withdrawing of the procedural sheaths. Following deployment, hemostasis was immediate. However, a post contralateral angiogram indicated a total occlusion of the right external iliac proximal to manta. The physician chose to do a surgical cut down which revealed a dissection in the cfa and the manta device in the tissue tract outside the artery. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The physician noted the tract deployment caused compression of the cfa which obstructed the blood flow. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is inconclusive due to insufficient information. The risk of access site complications leading to surgical intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU. Additionally include ischemia of the leg or stenosis of the femoral artery; and local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage and vessel laceration or trauma.